Event description:
It was reported that the patient presented to the clinic for a routine follow up. It was noted that the patient experienced an episode of syncope which was suggested by the clinic staff could have been contributed to alcohol consumption. Upon interrogation, the right ventricular lead exhibited low impedance and intermittent undersensing. The device was reprogrammed. The patient was in good condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.